Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 mpxr (B)(4) (for, rep, hcp): medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured vessel patency aneurysm with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 3mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. It was reported that after the catheter was positioned, the stent was hydrated and advanced along the catheter to the intended position. The catheter was withdrawn to expose the tip end of the stent; however, the stent failed to open. Even after reducing system tension to a neutral position, the stent still could not be opened. The stent was resheathed and redeployed, but the tip end again failed to open. The stent was then replaced with a new one, and the procedure was completed successfully. The pipeline was not used for an indication that was not approved (off-label). The pipeline and all devices were prepared as indicated in the IFU. No patient complications were associated with this event.